Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 24 mg/ml bupivacaine at an unknown dose and 20 mg/ml morphine at an unknown dose via an implantable pump for malignant pain. It was reported that the hcp was performing a refill for the patient on (B)(6) 2018 and when he did the initial aspiration, he only got 2 cc of fluid and there was blood in the fluid. The hcp then got a new refill kit, tried again, and aspirated 4 cc of fluid from the expected 3.4 cc. The hcp was considering if it was a potential pocket fill or not and wanted to know the procedure. A pocket fill was suspected. The hcp was going to lower the patient's dose until he could confirm the patient was stable. No symptoms were reported. No further issues were reported or anticipated.